Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to instability and the polyethylene liner was removed and replaced with a constrained liner.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 1999. Subsequently, patient was revised on (B)(6) 2015 due to instability and the polyethylene liner was removed and replaced with a constrained liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of deviation history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."